Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to pull specific medications. A technical support specialist confirmed with customer that the issue was resolved and no intervention was needed. The system functioned as intended after the technical support specialist investigated about the device.

Event description:
It was reported that when using the bd pyxis medstation system, users were able to pull up a cardiac drip, but it did not appear in the station. The customer stated that the user had no option to pull saline for mixing with the antibiotics, and it did not show up among the other options. The customer reported that this issue caused significant workflow disruptions. There were no adverse events or injuries reported based on this incident.